Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced needle clogging during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced needle clogging during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 32gx4mm bd pen needle without an outer cover or tear drop label attached. The customer reported a needle clog during injection. The sample was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. No evidence of defect was observed. The alleged clog defect could not be confirmed based on the returned sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.